Manufacturer narrative:
Concomitant medical product: dtma1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that episodes of ineffective cardiac resynchronization therapy were noted on interrogation. It appears that intermittent loss of capture on the left ventricular (lv) lead may have been the cause. The output on the lv lead was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.